Manufacturer narrative:
The reported meter and test strips have been returned and investigated. Visual inspection has been performed on the meter and test strips and no issues were observed. Control solution testing has been performed and all results were within range specification. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. Dhrs for the precision strips was reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips, and all units performed in specification and passed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 25 mg/dl, 26 mg/dl and 500 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 25 mg/dl, 26 mg/dl and 500 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. Note: the reader is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this reader does not give numeric value for readings higher than 500 mg/dl. A "hi" display message indicates a reading higher than 500 mg/dl. All pertinent information available to abbott diabetes care has been submitted.